Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. The insulin pump had minor scratched lcd window, scratched case, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear loose. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.